Event description:
It was reported to philips that the geometry movements were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment procedure was performed when the issue happened. The procedure was completed as planned. A philips field service engineer inspected the system onsite and confirmed that reported problem. Upon troubleshooting, fse identified that malfunction in the geometry module that moves the arm and bed. To resolve the issue, fse replaced the geo module and return the part for further analysis, and it shows failed pan knob and digital ana log joystick. After replacing the geo module, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.